Manufacturer narrative:
The returned reagent read an average of 99mg/dl high out of spec with control and an average of 113mg/dl high out of spec with blood. Retention reagent gave satisfactory performance.

Event description:
At 8:58am the customer received a blood glucose reading of 558mg/dl on the contour next link. He did not experience any symptoms but took his diabetes medication. Specifics were not provided. He went to the hospital around noon for a regular appointment. His blood glucose reading on the hospital meter was 26mg/dl. He was admitted to the hospital, so his glucose could be monitored. He was released the following day at 5:00pm. Information regarding treatment was not provided. When he arrived home, he tested himself on the contour next link and the reading was over 600mg/dl. He retested on a different meter and the reading was 239mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.